Event description:
Customer reported a "joystick stuck" error on boot up and system will not fluoro. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the joystick. System operates as intended. This MDR is related to ge healthcare complaint number.